Event description:
Allegedly rupture of ceramic acetabular liner.add'l info rec'd 11/19/13: the insert broke in the pt. And generated the revision. The broken insert was changed during the revision and so was the ceramic head. The cup, stem, and neck stayed in place.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.